Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of birth: only the patient's age was provided therefore a default date of birth has been listed. Medical device lot #: unknown. Medical device expiration date: unknown. The initial reporter also notified the FDA in (B)(6) 2021. Medwatch report # (B)(4). Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Based on the available information we are not able to identify a root cause at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by the consumer that the back of the handle of an unspecified 10 ml bd syringe cracked apart. No patient impact reported. The following information was provided by the initial reporter:  while the doctor was injecting local medication to the breast, the back part of the handle of the 10 ml control syringe cracked apart, almost causing the injection to be redirected. No harm was done to the patient.